Manufacturer narrative:
The insulation damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-29596. It was reported that the patient presented for lead revision surgery due to noise noted on their right atrial (ra) lead as well as low pacing impedance. The ra lead noise was over-sensed and caused pacing inhibition. During the procedure, it was noted that both the ra lead and right ventricular (rv) lead had insulation breaches. Therefore, the physician elected to explant and replace both leads. The patient was in stable condition.